Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and correction to g2. Please see updates to d9, g2, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The error code e433 occurred due to a faulty high voltage power supply (hvps) board. Additionally, the repair center found that the locking connector of flat cables were deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the error code e433 was due to a faulty hvps board. Probable causes of a faulty hvps board include: - the supply voltage from the hvps board is missing or too low (permanent error). - a defective hvps board due to a short circuit of the mos transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported to olympus (by the biomedical engineer) that an hf unit (generator) had an e433 error and automatically display goes off when pressing ok button showing in display during the error notification time. The reported issue was found during maintenance of the device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.